Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-jul-2021. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain +++') in a 43-year-old female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("itching +++"), headache ("headache"), monoplegia ("temporary arm paralysis"), gait disturbance ("difficulty walking"), arthralgia ("joint pain +++"), dizziness ("dizziness"), sinusitis ("sinusitis"), alopecia ("hair loss"), tooth disorder ("dental problem"), fatigue ("fatigue") and sleep disorder ("sleep disorder, sleep disturbance") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, pruritus, headache, monoplegia, gait disturbance, arthralgia, weight increased, dizziness, sinusitis, alopecia, tooth disorder, fatigue and sleep disorder had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gait disturbance, headache, monoplegia, pelvic pain, pruritus, sinusitis, sleep disorder, tooth disorder and weight increased with essure. The reporter commented: onset of many effects by the end of 2015. Currently same symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. Batch no c68792 production date 2014-06-24 expiration date 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain +++') in a (B)(6) year-old female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("itching +++"), headache ("headache"), monoplegia ("temporary arm paralysis"), gait disturbance ("difficulty walking"), arthralgia ("joint pain +++"), dizziness ("dizziness"), sinusitis ("sinusitis"), alopecia ("hair loss"), tooth disorder ("dental problem"), fatigue ("fatigue") and sleep disorder ("sleep disorder, sleep disturbance") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, pruritus, headache, monoplegia, gait disturbance, arthralgia, weight increased, dizziness, sinusitis, alopecia, tooth disorder, fatigue and sleep disorder had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gait disturbance, headache, monoplegia, pelvic pain, pruritus, sinusitis, sleep disorder, tooth disorder and weight increased with essure. The reporter commented: onset of many effects by the end of 2015. Currently same symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.